Event description:
This event is reportable based on the product analysis approved on 10/21/2008. It was reported that during a percutaneous coronary intervention (pci) drug eluting stenting treatment the physician was unable to cross the lesion. The 90% stenotic lesion was located in the calcified and mildly tortuous distal left anterior descending artery. The physician predilated the lesion then advanced the 2.50x16mm taxus express2 stent to the lesion, but was unable to cross. There were no pt complications. The procedure was completed with a different device. Pt status is reported as "good." However, the returned product analysis revealed that there was distal stent damage.

Manufacturer narrative:
Device evaluation: a visual and microscopic examination found that the distal edge of the stent was damaged. One strut on the first stent row from the distal edge was raised slightly. There were severe kinks along the entire length of the hypotube. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A recommended sized product mandrel was inserted through the lumen with no restrictions noted. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause of the reported difficulty is determined to be operational context due to the anatomical and/or procedural factors encountered during the procedure.